Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2024 by elsevier, titled ¿advanced cuff tear arthropathy: classic indication for a grammont-style reverse shoulder arthroplasty implant or does bipolar lateralization perform better?". The study reviewed twenty (20) patients who underwent reverse total shoulder arthroplasty (rtsa), to address advanced cuff tear arthropathy, using arthrex universal glenoid devices. During the minimum one (1) year follow-up period, one (1) patient experienced scapular notching. Source: freislederer f, toft f, imiolczyk j-p, scheibel m, audige l. Advanced cuff tear arthropathy: classic indication for a grammont-style reverse shoulder arthroplasty implant or does bipolar lateralization perform better? Elsevier; 2024:17-26.